Event description:
The facility reported an out-of-box failure with a failure code 810:04. Info was not provided regarding whether the reported issue occurred during an infusion. Although attempts were made by baxter, details were unknown regarding additional contact info, pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident since the last baxter service event.